Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after implant. A revision procedure was performed in which the lead was successfully repositioned. It was later reported that the lead dislodged a second time. A subsequent procedure was performed in where the lead was explanted and replaced. The repeated dislodgements were believed to be due to positional changes of the shape and anatomical location of the patient's heart. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.